Event description:
It was reported that during a gastric bypass, the handle, adapter, and reload unit began rotating on its own. Staff disassembled the entire unit but were unable to determine which component was defective. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (lot # c24acf0176) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4g1079). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Correction: b5, h6. This event has been found to be a duplicate of a previously reported event documented under rr# 1219930-2026-00137. All additional I nformation pertaining to this event will be communicated under the original regulatory report 1219930-2026-00133. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.